Event description:
Preoperative diagnosis: acute appendicitis. Postoperative diagnosis: acute appendicitis. Procedure performed: laparoscopic appendectomy. Procedure: we intentionally kept the dissection extremely close to the appendiceal side and the specimen side of the mesoappendix to try to avoid injury to the back wall of the colon and the cecum. The mesoappendix was controlled. An endopath ets-flex 45 stapling device with a white vascular load was used to try to come across the base of the appendix, however, that initial stapling device that was used simply would not fire. As such, ultimately the stapler was ultimately released, which left a small bruise on the medial side of the base of the cecum. That issue is being reported to the company. When examining that area, we could see what looked like a very small piece of bluish-tinted aluminum foil right where the patient's side of the mesoappendix met the base of the cecum and that metallic-like material was removed which proved to be like 1 mm x 1 mm in size. It was adjacent to the area that had been controlled with the harmonic scalpel, so we questioned whether it came from the harmonic scalpel. We were trying to send that metallic-looking piece of foreign material to pathology for review when it was lost on the mayo table as it was so small after we had passed it to the scrub. We did look at the harmonic scalpel tip subsequent to that and could not see any obvious damage to the device. That too is being reported to operating room services and the company. A new fresh stapling device with a white vascular load of staples was then used to control the base of the appendix with the second stapling device successfully firing. The patient side of that staple line appeared to be free of ooze and obvious gi content leak. The patient's side of the mesoappendix appeared to be free of oozing and bleeding as well. As such, the appendix was then removed via endobag.